Event description:
The customer called for help with his meter. While troubleshooting, he performed control tests and received a result of 206 mg/dl. The normal control range was 115-166 mg/dl. No adverse events were alleged. The autodisc test strips are to be returned for evaluation. Replacement breeze2 test strips were sent to the customer.